Event description:
The manufacturer became aware of an allegation ofds2adv auto CPAP that the patient alleges that the device' display is damaged. A device was returned to a third-party service center. During the evaluation of the device, the third-party service center found out that the device screen is not working. The pca need to be replaced. In addition, pca with contamination, iu bezel with electrical damage were observed. Error codes was found in the ventilator's downloaded error log. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.